Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse effect to the customer's blood glucose level.